Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas had a cracked screen that rendered the touchscreen largely unresponsive, allowing only swipe-to-unlock, and the user transitioned to a backup pump while a replacement was arranged. Symptoms included hyperglycemia with a reported peak blood glucose of 271 mg/dl lasting a few hours, without ketone testing, medical intervention, or assistance required. Outcomes included temporary hyperglycemia without hospitalization or long-term health effects. Investigation included user interview, troubleshooting, education on return procedures, and logistics review for device replacement and return. Investigation of this case revealed physical damage to the display assembly consistent with a broken or cracked screen, resulting in loss of intended user interface function. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage leading to screen failure and touchscreen non-responsiveness.